Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, the laser system had a fiber card error message reading. Per the customer, two fibers/fiber cards from the same lot number (10-2400-106a) were used. The laser system was re-booted and cycled. The error message could not be cleared. Per the customer, a fiber/fiber card from another lot number was used. The fiber card error message was cleared. The procedure was completed.